Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump ¿stopped¿ during a norepinephrine infusion with an unconscious critically ill patient in the intensive care unit. The pump displayed a system error 343 (motor high rate error) without alarm. The patient experienced low blood pressure and their condition ¿worsened significantly after the event¿ (not further specified). The patient received unspecified medical intervention. The patient did not recover and died after an unknown amount of time after the occurrence. The nurse further specified the patient ¿did not pass away solely because of the pump issue.¿ the cause of death was not reported; nor, was it reported if an autopsy was performed. Further clarification is being sought to clarify the event. No further information was available at the time of this report.

Manufacturer narrative:
Additional corrected information b1, b2, h1, h11: h11: ec343 may be caused by a hardware failure, or by a motor load condition when the motor is running, (e.g, improper loading of the set may impact the motor running performance). The event history log indicated that the user was able to reprogram and restart the infusion within 2 minutes following the occurrence of the alarm. After the interruption of therapy, the user restarted the infusion at the previous rate, which indicates that the therapy interruption was not significant enough to impact the patient's condition. Additional factors may have contributed. It was reported "the patient was critically ill before the incident and did not pass away solely because of the pump issue.¿ due diligence was initiated to further clarify the event, however, the reporter declined further follow-up. No new medical information was obtained. Based on all the information available, it can be concluded that the spectrum pump behaved as expected by displaying the ec343. Device use error is not excluded. Based on information received the spectrum pump was determined to not be a factor in the reported adverse event.

Manufacturer narrative:
Correction: brand name, device manufacturer name, model #, unique identifier (UDI) #, g4: combination product the device was received for evaluation. During functional testing, system error 343 was not reproduced. The device was tested during evaluation. The device was programmed using the parameters documented in the history log in an attempt to reproduce the reported problems. Three test infusions were programmed and ran without occurrence of an error. The pump did not stop without notification. The internal and external inspections revealed no abnormalities that could cause or contribute to the reported problem. A review of the event history log revealed that on the reported event date, an infusion of norepinephrine was programmed in the "critical care" care area. A "system error 343" occurred after the user decreased the flow rate. The program cleared as a result of the system error, the user powered off the device and powered it back on to clear the alarm. The user reprogrammed the pump within two minutes following the alarm. The pump ran the programmed norepinephrine for 7 hours and 25 minutes following the alarm without reoccurrence. The history log revealed that the pump stopped due to the system error 343. It did not stop without notification or occurrence of an alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.